Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not suspend when the customer attempted to suspend insulin. Blood glucose was 72 mg/dl. Although requested the customer declined to upload the pump data logs or perform troubleshooting with tandem technical support.